Manufacturer narrative:
As reported through a literature review on a case study of a 1100g patient with a patent ductus arteriosus (pda). It was then reported 2 months post-procedure, the patient weighed 2400g and presented with deteriorating respiratory and complete obstruction of the right pulmonary artery due to device migration of the piccolo. An unsuccessful attempt to percutaneously retrieve the device was followed by successful surgical explant of the device. The article concluded that echocardiographically guided transcatheter closure of the pda in prematures was repeatedly possible and allowed that the procedure is performed at the bedside at the nicu with an acceptable rate of complications. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "mobile bedside ductus arteriosus closure in severely premature neonates using only echocardiographic guidance", was reviewed. The article presented a case study of a 1100g patient with a patent ductus arteriosus (pda). It was reported that on an unknown date, a 5-2mm amplatzer piccolo occluder was implanted. It was then reported 2 months post-procedure, the patient weighed 2400g and presented with deteriorating respiratory and complete obstruction of the right pulmonary artery due to device migration of the piccolo. An unsuccessful attempt to percutaneously retrieve the device was followed by successful surgical explant of the device. The article concluded that echocardiographically guided transcatheter closure of the pda in prematures was repeatedly possible and allowed that the procedure is performed at the bedside at the nicu with an acceptable rate of complications. [The primary and corresponding author was stanimir georgiev, congenital heart disease and pediatric cardiology, german heart center munich, lazarettstrasse 36, 80636 munich, germany, with corresponding email: georgiev@dhm.mhn.de].